Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The wife called requesting assistance with the insulin pump since the customer's blood glucose dropped while he was disconnected from the insulin pump. The wife stated that her husband had not eaten for a while. The customer's blood glucose was 52mg/dl and treated with a half cup of coke and some instant icing. It was stated that the customer tested again and his glucose level dropped to 38mg/dl. It was stated that the customer treated again with cereal and some diet coke and his glucose level went up to 43mg/dl. The wife stated that she is going to call the hospital and may go in. Attempted to contact the customer several times to get more info, but the phone kept ringing. No further info was provided.